Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, performed reset with guidance, confirmed error did not reappear, and was advised to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.